Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise on the discrimination channel, as well as inappropriate automatic mode switch due to post paced t-wave oversensing. Programming changes were performed to resolve the issues. The patient condition was stable.